Event description:
Healthcare facility reported that the tegaderm chg dressing was used on a PICC line of an in-patient receiving IV antibiotic for fungal infection. The facility reported that the "skin appeared red around insertion site, and there was thick yellow exudate, 'cheesy' like in consistency". No culture was taken. The facility reported that the pt developed a full body rash at the same time and that the md pulled the PICC line and placed one in the other arm. The facility reported that the pt healed.

Manufacturer narrative:
Results: device used according to labeled indications. Conclusions: device not returned - no eval will be performed. Device not provided to MFR for evaluation. Lot code was unavailable. Complaint type will be monitored.